Event description:
As reported by the user facility: customer reports that nursing verbalized that there was an over infusion with no pt injury, the only info at this time is the rate was set at: 6 ml/hr. MFR ref number 9610825-2014-00130.